Manufacturer narrative:
Date sent to the FDA: 10/29/2024. Additional information: b7, d3 corrected information: d4 (primary UDI #). (B)(4) submitted for adverse event which occurred on 9/14/2018. (Proceed with lot jm8dgzb0). (B)(4) submitted for adverse event which occurred on 9/14/2018. (Proceed with lot kd8bchb0). (B)(4) submitted for adverse event which occurred on 06/22/2017. (Proceed with lot jm8dgzb0). (B)(4) submitted for adverse event which occurred on 06/22/2017. (Proceed with lot kd8bchb0) additional b5 narrative: it was reported that the patient underwent ventral hernia repair with mesh and explantation of mesh on (B)(6) 2018 during which the surgeon noted recurrent ventral herniation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 03/23/2021.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2017. It was reported that following the procedure the patient experienced hernia recurrence. No additional information was provided.